Event description:
It was reported that a vns patient was seen and diagnostics showed high lead impedance and complained of on and off pain where the generator was located. The patient has not had any recent falls. The patient was referred to the surgeon. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred. The explanted devices were reported to have been discarded.